Event description:
It was reported that the right ventricular lead had high impedance. It was also reported that the lead had oversensing and a possible fracture. A revision was done to cap and replace the pace sense portion of the lead. The lead remains in use for high voltage performance. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.